Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the 9731203 found that the reported problem was confirmed. There was an axiem emitter failure. The emitter showed the field generator and the axiem box with a communication error when the field generator was connected to the axiem box. Eminterface shows a fault on coil 4. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while in functional endoscopic sinus surgery (fess). It was reported that when prepping to register the patient, the system was not tracking wither the patient tracker or the instruments. Both emitter and axiem box had red status. When the emitter was disconnected, the axiem box status went green. The em interface was checked and it was confirmed that there was one flt. The procedure was completed with the use of another navigation system. There was a delay of less than 1 hour. No known impact on patient outcome.